Event description:
It was reported that during an open surgical procedure, the device was used for the rectum. After the firing, the rotate knob was rotated 1/2 to 3/4 and the device tried to be removed, but the device could not be removed and the bowel was damaged. The site was cut and reanastomosed with another like device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically?---open surgery. What device was used for the proximal and distal transaction of the bowel? What color reload?---we have no detailed information. On what tissue type was the device used? ---the tissue was not so thick, as usual. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device)---purse string device was used. How was the purse string placed, by hand or with an assist device? If an assist device, what product? ---we have no detailed information. Was the spike of the trocar inserted through bowel lateral or through the staple line?--- the spike of the trocar was inserted through the staple line. What confirmation did the surgeon receive that the anvil was firmly attached?--- by the attached sound. When the device was fired, what was the location of the indicator within the gap setting scale? ---the indicator was within the green range. Was buttressing material utilized? ---no. Was the instrument fired across or near an existing staple line or clip?--- double stapling technique was performed. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? --- the washer's crunch and the feel when the trigger grasped completely. Were any unexpected noises heard? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? ---no. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? ---the rotate knob was rotated 1/2 to 3/4 after the firing, and then the rotate knob was rotated additionally for removing the device. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.)--- the doctor confirmed the successful anastomosis with the donut. Is there any other additional information you would like to share about this device, procedure, patient or physician?---the patient is good condition after the surgery. What were the indications for surgery? What was found? ---we have no detailed information. Does the patient have any relevant history of surgical treatments? If so, what? ---we have no detailed information. What are the patients age and sex? ---we have no detailed information. Did a hcp other than the primary surgeon fire the instrument? ---no. Was there a recent conversion to ees devices in this account or with this surgeon?---no.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degrees in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.